Event description:
A customer reported they encountered an unspecified error when using the adc device with the adc application. Due to this issue, they indicated they were unable to obtain readings and experienced seizure. The customer was taken to a hospital where they received a new sensor, however, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Per art39109-001, art41556-202, which contain smartphone compatibility information with use of freestyle librelink and freestyle libre 2 apps, [samsung a10, samsung galaxy a13, samsung galaxy a02s, samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi] devices have not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on product websites in countries where the product is launched. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.